Event description:
It was reported that during a hemorrhoidectomy (longo operation) procedure, according to the surgeon, the stapler did not work correctly. The exact details are to be obtained by the rep.

Manufacturer narrative:
(B)(4). Additional information provided on (B)(6) 2011: sales rep was told that he [surgeon] did everything as he should. Exact details are missing. Consequences for patient not yet clear. Additional information provided on (B)(6) 2011: case overview: procedure: circular hemorrhoidectomy. Stage: 2nd & 3rd degree hemorrhoids. Indication for surgical removal of hemorrhoid was good. Patient was young / (B)(6). Product involved: pph03. Case description based upon the discussion held with the operating surgeon one day after the incident: the surgery started as usual. The surgeon prepared the operating site and did everything as normal. He introduced and closed the pph03 as usual. Nothing was different from previous surgeries done by him. He checked at the back (dorsal) of the stapler, that everything was as it should be and made sure that he wasn't taking too much tissue into the stapler. Then he closed the device until the marking was in the lowest part of the green field. As he tried to unblock the red safety lever he said that he had to use a lot of force because it didn't move. He had to use both hands to pull back the lever. He said he thought this very strange and unusual. According to him, it felt as if something was blocking the red lever. After this, he fired the device as usual, squeezing the handle with both hands, also as usual. He heard the washer break but told me, that the sound was kind of muffled (respectively unusually silent) and different from what he was used to. He wanted to open the stapler, so he turned the knob half a turn as described in the IFU. But he couldn't get the stapler out so he opened another quarter turn. Still he wasn't able to open the stapler and get it out of the patient's rectum. To get the stapler out, he then decided to open it completely. After doing this he was finally able to retract the device from the rectum. Then he checked the stapling site with his fingers and noticed that on the ventral (upper) part, the tissue was dissected and stapled correctly. He felt that the staples were formed correctly. The problem resulted on the dorsal part of the circular anastomosis. The tissue was neither stapled nor dissected. To dissect the lower part (unstapled part), the surgeon reintroduced the stapler and fired once again. A second "cracking" noise was heard. But unfortunately, while removing the stapler for the second time, not only the dissected area (circular tissue donuts) was taken out, but also parts of the rectal back wall came out with the specimen. Remedy: the surgeon had to use suture to close the hole created by the stapler. Additionally to this, the patient got a protective stoma. The next morning the patient had to get a CT-scan and the radiologist saw that there was "retroperitoneal" air. So there was a danger that the patient might become septic. Luckily as the surgeon told me 4 days later, the patient is doing quite well considering the circumstances and didn't become septic. Consequences for the patient's health: there is a danger for stenosis, infections and higher risk of having incontinence problems. As the sphincter wasn't injured, the risk of the latter is small. The patient will have at least one additional surgery due to this incidence, where the protective stoma will be removed. If everything goes well, the patient should recover within 2 to 4 weeks. Worst case scenario: the patient will take up to 3 months to recover. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The safety was engaged and disengaged at several positions of the indicator within the green zone and no issues were noted with the safety mechanism. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The knife was noted to be in good condition. Although no conclusion could be reached on what caused the reported event, please note that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at (B)(4). It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.